Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. If a product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: an employee at a pharmacy reported that "a patient wanted to purchase the freestyle libre 14 day free reader at a pharmacy. The patient must be 18yo or older. The patient was (B)(6) years of age. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.